Event description:
It was reported that the patient presented to her physician for complaints related to back pain. The patient underwent the first of two unspecified spinal surgeries. 4 days later, the patient underwent the second of the two spinal surgeries where the physician implanted rhbmp-2/acs at t2 to s1. Post-op, it was reported that the patient experienced neurological injury and pain along withdecreased mobility. It was further reported that approximately 14 months post-op, the patient learned the surgery had failed. 146 days post-op, the patient underwent additional unspecified spinal procedures to address the issues allegedly caused by rhbmp-2/acs. The patient reportedly continues to experience severe neurological injury and pain, decreased mobility, aggravation and/or exacerbation of pre-existing medical conditions.

Event description:
The patient presented with a diagnosis of cervical stenosis, paraplegia, lumbar stenosis, right foot drop, low back pain, juvenile osteochondrosis, gait abnormality, severe upper and lower extremity weakness. On (B)(6) 2011 patient presented chronic lumbar back pain on (B)(6) 2011 patient presented chronic lumbar back pain and leg pain on (B)(6) 2011 patient presented back and leg pains. Assessment:spondylolisthesis. Procedure joint injection/aspiration on (B)(6) 2011 scoliosis exam for kyphoscoliosis on (B)(6) 2011 patient presented kyphoscoliosis, spondylolisthesis, and severe stenosis on (B)(6) 2011 follow-up with pre-op counseling. Patient presented kyphoscoliosis, spondylolisthesis, and severe stenosis on (B)(6) 2011 the patient presented with lumbar stenosis, lumbar kyphosis, degenerative disc disease on (B)(6) 2011surgery occurred at l5-s1, l3-l4, and l4-l5 via anterior lumbar interbody fusion with instrumentation at l5-s1. Attempted alif at l3-l4 and l4-l5 which was aborted. On (B)(6) 2011, the patient consultation regarding back problems on (B)(6) 2011 the patient presented with lumbar stenosis, lumbar kyphosis, chronic pain syndrome, flatback syndrome, lumbar spondylolisthesis, post laminectomy syndrome. Surgery occurred t5 through pelvis instrumented fusion, t5 pelvis instrumentation, posterior column osteotomy t7-8, t8-9, t9-10, t10-11; posterior lumbar laminectomy with partial medial facetectomy for decompression at t11- 12, t12-l1, l1-2, and l2-3; vertebroplasty t4; morselized local autograft application; morselized allograft application. On (B)(6) 2011 annual post-op and lumbar spine pain. Patient presented reasonably well 3 weeks out from t5 to ilium fusion for kyphosis and decompression for stenosis. Unfortunately patient has some neurologic deficits postoperatively with no left l5 or s1 nerve motor function and a neurogenic bladder. On (B)(6) 2011 lumbar spine pain. Patient presented reasonably well 6 weeks out from long fusion for kyphosis and stenosis which the patient unfortunately developed a partial spinal cord injury. On (B)(6) 2011 post-op visit on (B)(6) 2012 the patient presented with lumbar pain and persistent left foot drop some six months out from long thoracolumbar osteotomy and fusion. Patient had incomplete paraplegia post-op which has largely resolved. Recent CT myelogram showed hardware to be well positioned with no loosening or evidence of ongoing neurologic compression. On (B)(6) 2012 clinic visit-patient presented with lle weakness/paralysis with atrophy on (B)(6) 2012 patient presented with foot pain on (B)(6) 2012 telephone encounter with patient regarding chronic back pain on (B)(6) 2012 patient encounter. Final diagnosis other mechanical complication of other internal orthopedic device, implant, graft; lumbago, arthrodesis status on (B)(6) 2012 patient presented with back pain. Immediately post-op was paraplegic, which has regained recently. Associated symptoms with back pains include numbness, weakness, headaches on (B)(6) 2012 had an MRI for gait disturbance and leg weakness on (B)(6) 2012 had an MRI for gait disturbance and leg weakness on (B)(6) 2012 follow up visit. Patient diagnosed with deformity of ankle and foot; abnormality of gait; lumbago; pain in limb on (B)(6) 2012 patient presented with pain. Diagnosis aaa (abdominal aortic aneurysm) without rupture; chronic lower back pain; chronic pain following surgery or procedure on (B)(6) 2013 pre-op exam. Patient presented lumbago, lumbar stenosis on (B)(6) 2013 surgery for fusion revision t4 iliacs with pedicle subtraction osteotomy (pso) at l2 vs l3 on (B)(6) 2013 post-op exam. S/p spinal fusion.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
The following imaging studies were returned to the manufacturer for evaluation. (B)(6) 2011 lumbar MRI. Advanced degenerative changes with near fusion at l4/5, grade one spondylolisthesis at l3/4, modic ii changes at both levels. Axial views show considerable posterior element arthritis as well with mild stenosis at l3 and l2. (B)(6) 2011 lumbar CT. Laminectomy noted at l3/4 on the right extending to bilateral at l2. Evidence of noninstrumented fusion is also noted at these levels. (B)(6) 2012 ap/lateral thoracic and lumbar x-rays. Ap lumbar films complex construct with sacroiliac screws extending throughout the lumbar and thoracic spines to t5. Upper three vertebra have been augmented with bone cement. Two cross links are present. Pedicle screws are seen on the right at t5, t6, t7, t9, t11, t12, l1, l2, l3, l4, and transiliac crest. Left sided screws t5, t6, t7, t9, t11, t12, l1, l2, l4 and transiliac. Sagittal views shows good recreation of the sagittal plane with good lumbar lordosis but mild hypokyphosis of the thoracic spine. (B)(6) 2012 thoracic CT. Canal is contrasted via myelogram. Artifact is profound from the construct. Screws appear well positioned. Coronal views show thecal sac without compression (B)(6) lumbar myelogram. Canal is contrasted via myelogram. Artifact is profound from the construct. Screws appear well positioned. Coronal views show thecal sac without compression. Sagittal view shows grade one spondy at l3/4. These films do not demonstrate clear canal encroachment or instrumentation failures.